Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil, pod coils, pod packing coils (pod pc) and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician successfully implanted one ruby coil and two pod coils in the target vessel. While advancing an additional pod coil through the lantern, the pod coil became stuck in the middle of the microcatheter. Therefore, the pod coil was removed. The procedure was completed using two additional pod coils, two pod pcs and the same microcatheter. There was no report of an adverse effect to the patient.,

Manufacturer narrative:
Evaluation of the returned pod4 embolization coil revealed offset coil winds were present throughout its length. If the device is forcefully manipulated against resistance, damage such as this may occur. Further evaluation revealed the proximal constraint sphere was fractured off the coil. Based on the reported event, the coil was removed without issue and there was no report of coil detachment. Therefore, this damage was likely incidental to the reported event and occurred after removal of the coil from the patient. The pusher assembly was not returned for evaluation. Evaluation of the returned non-penumbra microcatheter revealed ovalizations along its length. During functional testing, a demonstration pod coil was advanced and retracted through the non-penumbra microcatheter with minor resistance. The ovalizations may have contributed to the resistance experienced during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report. 1. Section b. Box 5. Describe event or problem. 2. Section h. Box 6. Results code 3 should have been blank. 3. Section h. Box 10. Narrative/corrected data h3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil, pod coils, pod packing coils (pod pc) and a non-penumbra microcatheter. It was noted that the patient''s anatomy was tortuous and calcified. During the procedure, the physician successfully implanted one ruby coil and two pod coils in the target vessel. While advancing an additional pod coil through the microcatheter, the pod coil became stuck in the middle of the microcatheter. Therefore, the pod coil was removed. The procedure was completed using two additional pod coils, two pod pcs and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: offset coil winds were present throughout the length of the embolization coil. The proximal constraint sphere was fractured off the proximal end of the embolization coil. Conclusions: evaluation of the returned pod4 embolization coil revealed that the proximal constraint sphere was fractured off the proximal end of the embolization coil, and offset coil winds were present throughout its length. If the device is forcefully manipulated against resistance, damage such as this may occur. The pusher assembly was not returned for evaluation. Evaluation of the returned non-penumbra microcatheter revealed ovalizations along its length. During functional testing, a demonstration pod coil was advanced and retracted through the non-penumbra microcatheter with minor resistance. The ovalizations may have contributed to the resistance experienced during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.